Manufacturer narrative:
(B)(4). Information was not provided by the contact. Joint cover, release button. Additional information was requested and the following was obtained: did the joint cover separate from the device? If yes, did any pieces fall into the patient? If yes, were the pieces retrieved? No pieces of the joint cover fell into patient. More concerned that device shaft was bent. Can you confirm that the torn joint cover did not separate from the device? It just tore. No material tore off of the device into the chest. The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. The reported event could not be confirmed as no damage on shaft was noted during functional and visual inspection. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic surgery / wedge resection procedure, on the fourth firing the device with gold reload would not remain closed. The device was handed to the representative off of the surgical field. The representative inspected and found the device was bent either at or very close to the articulation joint. The cover that wraps around the articulation joint was torn. Surgeon completed case with a competitive stapler. There were no patient consequences reported.